Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger stopper in the bd luer lok¿ syringe was found to be misaligned and "melted" during use. The following information was provided by the initial reporter: "when opening the individually wrapped sterile bd 20 ml syringe luer-lok tip, the associate noticed the black portion of syringe plunger was not correctly situated and looked melted."

Manufacturer narrative:
H6: investigation summary a sample was received, however only a photo received for the investigation. In the photo observation the stopper is misaligned and not assembled properly. The defect is reproducible in the manufacturing process, however, there is controls that help to reduce the defective pieces number, also, the badly assembled stopper is a quality criteria that was inspected to the final product released. Possible root cause is associated with jamming during the assembly process, in (B)(6)2020 the change of the bowl spiral was replaced, the batch reported in this complaint was manufactured after the change. Therefore, corrective action include revision of the valves, and reviewing machinery. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the plunger stopper in the bd luer lok¿ syringe was found to be misaligned and "melted" during use. The following information was provided by the initial reporter: "when opening the individually wrapped sterile bd 20 ml syringe luer-lok tip, the associate noticed the black portion of syringe plunger was not correctly situated and looked melted."